Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During incoming inspections, customer reported that the autopulse platform (serial (B)(6) ) functions as normal but consistently displayed user advisory "(ua) 12" (lifeband not present) after the ventilation pause. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) ) displayed user advisory (ua)12 (lifeband not present) error message when a new lifeband was installed" was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was non-parallel to the switch case, likely attributed to a defective component. Upon visual inspection, no physical damage was observed on the autopulse platform. A review of the platform archive data showed multiple ua12 (lifeband not present) advisory messages on and around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua12 displayed during the test run. Belt clip retention check was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case, thus, confirming the customer's reported complaint. The switch lever was adjusted parallel to the switch case to address the ua12 message. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).